Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of auxiliary drawers 2.1 and 2.2. A field service engineer took off the rear panel and checked the pyxibus cable for any damage. They noticed a small mark at the top of the cable, and since it was several years old, they decided to replace it. After turning the station back on, both drawers started working, but drawer 2.2 did not detect that it was open. When the drawer was closed, it still did not sense that it was closed. The field service engineer turned the station off again and replaced the drawer controller board. Then, they powered the station back on. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.